Manufacturer narrative:
Additional information: banno, hiroshi, et al. ¿late type iii endoleak from fabric tears of a zenith stent graft: report of a case.¿ surgery today, vol. 42, no. 12, 2012, pp. 1206¿1209., doi:10.1007/s00595-012-0320-8. This event is currently under investigation. Additional information will be submitted in a follow up report.

Manufacturer narrative:
Investigation - evaluation: a review of the imaging, complaint history, documentation, instructions for use (IFU), and trends was conducted during the investigation. A review of the device history record could not be performed due to insufficient lot information. Based upon the date of implantation, and the image review, the main body device was likely a zenith aaa endovascular graft tfb (pre-flex) and the cook iliac leg grafts were likely tfle's. Manufacturing, quality control inspection documentation, and design documentation was reviewed to ensure that inspection steps are in place that could potentially prevent these types of endoleaks from occurring. The IFU is provided with every device and includes proper usage instructions including sizing and placement information. Images were provided from the customer and within the journal article and were reviewed by a medical doctor. Based upon the image review, a limited type 1b is evident. A type iiib was reported by the customer and by the journal article but is not seen on any provided imaging. However, a type iiib is possible. Additionally, a type iiia was not seen on any imaging but is a possible unidentified endoleak type. The potential contributing factors to these types of endoleaks includes disease progression, inadequate seals/inadequate ballooning, improper overlap, improper sizing, anticoagulant use, improper angiography methods, and/or continued sac pressurization. A limited type 1b endoleak was confirmed, but a type 3a and/or type 3b endoleak was also possible. Placement of the non-cook grafts could have resolved any of these three types of endoleaks based on the provided information, imaging review, and the investigation, a definitive root cause cannot be determined at this time. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) year old male patient underwent an evar procedure in late (B)(6) 1999. The aneurysm size was 50mm prior to evar. In early (B)(6) 2013 an echographic examination confirmed an antegrade blood flow from the stent graft and enlargement of the aneurysm. The aneurysm had enlarged from 50mm in late (B)(6) 1999 to 62 mm in early (B)(6) 2013. In late (B)(6) 2013 another manufacturer's device was also placed inside the stent graft then the aneurysm shrank to 52mm. As of (B)(6) 2016 there have not been any adverse effects to the patient.